Event description:
This lead was implanted on (B)(6) 1991 and remains implanted at this time. A call placed to patient services on (B)(6) 2014 stated that the patient had fainting spells. Patient stated that there was noise coming from the leads. Patient mentioned the physician would like to replace the leads. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).